Event description:
A nurse reported retained fiber in a patient's eye noted during a cataract procedure. The fiber could not be removed during the actual procedure. The procedure was completed. No patient harm has been noted during post operative care. There was no alteration to the traditional post operative care as per the reporter. There is no product sample available for evaluation for this case as per the reporter.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).